Event description:
It was reported that patient had a revision of rejuvenate left hip replacement on (B)(6) 2012. Patient complaint about pain, doctor then did a liner and ball exchange.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain/infection involving a trident liner was reported. The event was not confirmed. Medical records received and evaluation: a medical review was performed and concluded: "most probably, all three revision interventions of 2014 thus have the same underlying root cause of infection although only for the intervention of (B)(6) 2014 there is incomplete evidence to prove such beyond any doubt due to lack of adequate information. Additional clinical information on pre-revision work-up regarding infection plus blood metal ion and infection markers would be helpful to further differentiate this. The extensive revision in (B)(6) 2012 due to suspected pseudotumor with tissue necrosis and elevated metal ions may have predisposed somewhat to infection but such is also a risk game. As such, these pi cases are caused by a mix of possibly adverse patient-related and clearly procedure-related factors. There are no device-related factors evident in this case and as such these pi cases are not device-related." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot or sterile lot. Conclusions: a medical review was performed and concluded that there was no evidence of a device related issue. The exact cause of the event however could not be determined because insufficient information was provided. Additional clinical information on pre-revision work-up regarding infection plus blood metal ion and infection markers and return of the device are needed to fully investigate the event. Device information for previously referenced ¿unknown ball¿: description: delta v-40 ceramic head 36/-2,5; cat# 6570-0-436; lot# 41722101.

Event description:
It was reported that patient had a revision of rejuvenate left hip replacement on (B)(6) 2012. Patient complaint about pain, doctor then did a liner and ball exchange.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. The unknown ball was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.